Event description:
A complaint was reported by a distributor in sweden regarding a pump that declared a cartridge alarm while in use. The effect on the customer's blood glucose level was not provided, as the customer declined to answer whether their glucose level exceeded a specific threshold. Despite assistance in loading a new cartridge, the cartridge alarm recurred, and the customer was unable to resume insulin therapy. Consequently, technical support decided to replace the pump and informed the customer of the need for replacement. The customer did not specify their backup insulin therapy method but confirmed shipping details for the new pump and instructions for returning the problematic device.